Event description:
The advocate stated the customer tested her blood glucose and received a reading of 271 mg/dl using her contour meter. She retested using another meter and received readings of 120 and 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.